Manufacturer narrative:
Findings: the customer reported via phone call indicating that the insulin pump had missing segments or partial display. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated lcd is broken. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had missing segments or partial display. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated lcd is broken.